Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the issue had occurred due to a failed matrix drawer controller, which had prevented proper drawer operation and configuration. A field service engineer installed a replacement controller. Initially, reconfiguration could not be completed because of ad login failure and lack of pyxis admin rights. After restoring ad login functionality via an rss session and coordinating with rx luz, the engineer reconfigured and recovered the drawer. The system was tested in hta diagnostics and functioned as intended. The issue was resolved after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer was failed and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.